Event description:
Patient had a total knee arthroplasty done approximately 8 years ago. In the postoperative period, he developed symptoms of instability and a revision arthroplasty was done at the hospital 6 years ago. He had a subsequent revision arthroplasty done a year after that revision to correct symptoms of hyperextension. This operation served him well until he reportedly fell and began to experience "end-of-stem" pain. A revision arthroplasty a year ago solved the problem of end-of-stem pain, but he began to experience significant discomfort over the medial aspect of his knee. This pain was in the region of the prominent proximal medial aspect of his tibial prosthesis where an augment was used to provide metal-to-bone load transfer. Lidocaine patches in this region decreased the discomfort. Because his symptoms were significant, he was offered a total knee revision arthroplasty with a custom tibial augment to remove the pressure on the medial side of his knee.

Event description:
Patient had a total knee arthroplasty done approximately 8 years ago. In the postoperative period, he developed symptoms of instability and a revision arthroplasty was done at the hospital 6 years ago. He had a subsequent revision arthroplasty done a year after that revision to correct symptoms of hyperextension. This operation served him well until he reportedly fell and began to experience "end-of-stem" pain. A revision arthroplasty a year ago solved the problem of end-of-stem pain, but he began to experience significant discomfort over the medial aspect of his knee. This pain was in the region of the prominent proximal medial aspect of his tibial prosthesis where an augment was used to provide metal-to-bone load transfer. Lidocaine patches in this region decreased the discomfort. Because his symptoms were significant, he was offered a total knee revision arthroplasty with a custom tibial augment to remove the pressure on the medial side of his knee.